Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders, air/water channels, and the sub-water supply channel, but it was not possible to identify the foreign matter. Due to a leak failure due to damage to the sub-water supply channel, proper reprocessing could not be performed and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, inspection also found the following: the air-water cylinder had no color. Scope-cylinder had no color. Switch box had a scratch. Scope connector cover unit had stains. Due to damage on jet tube, water tightness was lost, and the plastic distal end cover had a scratch. The connecting tube had a buckling. It was not possible to identify when the foreign material had been attached to the scope.  The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there were foreign objects in the air-water cylinder, the air-water tube, and the jet tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.